Event description:
It was reported that the customer was hospitalized for high blood glucose. Requested to have a conference call with nurse from the hospital, and it was reported that the customer is in a coma. The blood glucose reading was 1200mg/dl. It was reported that the insulin pump was beeping and the customer's brother wanted to know how to turn off the device. Advised brother to remove the battery. The brother called back and assisted him on clearing the alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.